Event description:
The customer observed false positive troponin results while using the architect stat troponin-I reagent. The customer generated an initial troponin result of 0.066 ng/ml and retest results of 0.01 ng/ml, 0.01 ng/ml. There was no adverse impact to patient management reported. No additional patient information was provided.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. It was noted that the customer stored the kit on board the analyzer and utilized it beyond 30 days, which is against labeling. An accuracy testing protocol was executed using lot 60460un11; testing met the acceptance criteria and determined the reagent is performing acceptably. Tracking and trending did not identify an adverse trend for the lot in question. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect stat troponin-I, list (B)(4), lot 60460un11, was identified.